Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tnl) result from a single pt that was generated by the unicef dxl 800 access instrument. The initial accu tnl result was 4.06ng/ml. The result was reported out of the lab. The customer re-tested the pt original sample for accu tnl. The repeated accu tnl results were 2.08ng/ml and 0.12ng/ml (not run in duplicate). The customer indicated that the pt sample was tested for accu tnl on another instrument in their lab. The accu tnl result from another instrument was 0.09ng/ml. The customer indicated that they did not receive any report of pt injury requiring med intervention or change to pt treatment that can be attributed to or connected with this event.